Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient via electrode pads, the associated defibrillator did not display an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.